Event description:
I had breast cancer, had chemo, double mastectomy (B)(6) 2017 then implants (B)(6) 2017. I began to get severed brain fog/memory issues (B)(6) 2018, nerve tingling and pain in feet and some cramping has started in hands between fingers. My hair has begun to thin and fall out. Put into ER/ICU for 3 days (B)(6) 2017 for acute pericarditis. No tests can explain why but had medication for 5 months to keep fluid down.